Event description:
It was reported that, after a tka had been performed, the post of journey bcs size 5-6 9 mm insert broke. A revision surgery was performed to explant the insert. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. The lab analysis concluded that the as received component was visually inspected for signs of damage. The tibial insert showed signs of wear related damage to the articulating surface. The post was fractured near the middle of the post. Signs of deformation were observed on the anterior, posterior, medial, and lateral regions of the insert post. No material or manufacturing defects were observed in the course of this investigation. The clinical/medical evaluation concluded that per the complaint details, a revision was performed due to a broken post on poly. The requested clinical documentation/information had not been provided as of the day of this review. The product evaluation/analysis will be performed and reported independent of this assessment. Without the requested documentation, the clinical root cause of the reported event could not be concluded. The patient impact beyond the reported tka revision could not be determined. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.